Event description:
Further information was received indicating the cardiac perforation was identified by blood loss and pain. Diagnostic imaging was performed; however, there was no clear evidence of a perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported that during an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead due to a micro-dislodgement which resulted in a cardiac perforation. The rv lead was explanted and replaced. The patient was stable.